Event description:
It was reported an external fluid leak was observed originating from the pre-blood pump line of a prismaflex m150 set. The event occurred three hours into hemodialysis therapy. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed originating at the pre-blood pump (pbp) line. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.